Manufacturer narrative:
E1 facility name: (B)(6). The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic colonoscopy procedure, the colonovideoscope had exhibited a focusing error. This resulted to the delay of the procedure for more than 30 minutes while the patient was under sedation. The procedure was then completed with a similar device. There were no reports of adverse patient sequelae.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to report the results of the legal manufacturer¿s investigation and correction. Updated fields: b1, d8, h1, h3, h4, h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes; however, no further information was received from the customer and as initially reported, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked as serious injury. The h6 medical device problem reported, and other findings would not be likely to cause or contribute to a death or a serious injury if it were to recur. However, a reportable malfunction was identified during the device evaluation which was unrelated to the event reported by the customer. Thus, updating b1 to product problem and h1 to malfunction. The device was returned to olympus for inspection and the reported failure "focusing error" was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water(aw)-cylinder (tube) and air/water-tube has foreign objects has foreign objects. Based on the results of the investigation, the investigation findings of the reported event of "focusing error" do not lead to a clear conclusion about the cause of the reported event. The most probable cause of the identified failures such as: aw-cylinder (tube) has foreign objects and aw-tube has foreign objects is cause traced to failure to follow instructions. The foreign material was possibly not removed completely if the reprocessing steps were not conducted properly. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.